Event description:
The user facility reported while running a cycle, the sterilizer filled with steam triggering the fire alarm and dispatching the fire department. No procedural delays/cancellations or injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the facility water was turned off. The technician was informed the customer's maintenance staff turned off the water to the sterilizer while working on the water lines 2 days prior to the reported event. The day of the reported event, the operator started a cycle on the sterilizer without any water. The sterilizer area then filled with steam, triggering the fire alarm and the fire department. The customer's maintenance informed the fire department that the water supply had not been turned back on. The reported event is due to the facility's maintenance failing to notify everyone in the department that the water supply had been shut off. The steris technician followed up with the facility the following day and confirmed the unit is running to specification.